Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 274, 204, 166, 213 and 339 mg/dl. The customer's expected fasting blood glucose test result range is 80 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was performed by the customer fasting and produced test results of 242 mg/dl and 225 mg/dl using truemetrix meter. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 08/15/2018 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: result 1:274mg/dl date: (B)(6) 2018 time:7:09am fasting. Result 2:204mg/dl date: (B)(6) 2018 time:4:30pm fasting. Result 3:166mg/dl date: (B)(6) 2018 tme: 9:30am fasting. Result 4:213mg/dl date: (B)(6) 2018 time:7:12am fasting. Result 5:339mg/dl date:(B)(6) 2018 time:4:40pm fasting. Says that readings do not match how he feels.